Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 23 mg/dl. Customer did not troubleshoot their high blood glucose reading. The buttons were damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. Device received with broken battery tube threads and cracked case behind the device near the battery compartment. (B)(4).